Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify unexpected battery power loss anomaly, reset alarm, rewind anomaly and failed battery test alarm due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump act and esc buttons were sticking. The customer's blood glucose value was 112 mg/dl. Customer stated that insulin pump had battery error code and rejected new batteries. Customer stated low battery warning not working and insulin pump resets settings after battery changes. Customer stated insulin pump takes longer to rewind. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.